Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 3002808148-2026-01129-00.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center presented an e226 scope communication error due to the faulty camera cable and ccd issue. The issue occurred during inspection for use, before patient in room. There were no reports of patient involvement.